Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor gel breast implant and experienced rupture and breast pain on the right side postoperatively. The rupture was discovered via ultrasound. As a result, the patient underwent removal on (B)(6) 2020.

Manufacturer narrative:
On apr 17 2020, additional information was received indicating the patient experienced bilateral capsular contracture baker grade IV and bilateral rupture. The patient underwent removal and replacement with a mentor memorygel breast implant 400cc, catalog number 3504004bc, serial number (B)(6) (l) and a mentor memorygel breast implant 350cc, catalog number 3503501bc, serial number (B)(6) (r). This report is for the right breast prosthesis. Manufacturer's reference number: (B)(4).